Manufacturer narrative:
The suspect medical devices were not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical devices are returned for evaluation or additional significant information becomes available, this report will be updated. This report refers to the suspect medical device labeled as a22060a in the initial report about the same incident. Cross-reference to/duplicate of MFR report number 9610773-2014-00016, 9610773-2014-00018, 9610773-2014-00019. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during an unspecified transurethral resection (tur) procedure, the ceramic insulation of the resection sheath (a22041a) broke off inside the patient. No fragments/parts remained inside the patient as they were reportedly retrieved by unknown approach. The intended procedure was reportedly completed by using a similar device. There was no report about an adverse event or patient harm or injury. However, it was reported that the patient's legs were repeatedly twitching due to the unintended stimulation of the obturator nerve. Furthermore, an identical product problem/malfunction reportedly occurred again with a resection sheath of the same model (a22041a) but from different lot during another subsequent procedure. However, no other information was provided for the second incident.